Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus settings were incorrect due to the customer inadvertently enabling feature lock. Customer¿s blood glucose was 500 mg/dl at the time of the event. Tandem technical support assisted customer in turning off feature lock, as well as adjusting the time of the pump.